Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (280 mg/dl). Customer treated elevated bgs by administering a bolus using the pump. Customer also changed out the cartridge, tubing, and site. Customer's bg levels had dropped down to 208mg/dl by the time of the call. Customer believed that sickness may be contributing to elevated bgs, as they were fighting off a cold.